Event description:
Information received from the field does not address the patient's clinical status but notes that during routine transtelephonic monitoring, the atrial lead appeared to be intermittently capturing the ventricle. The device was programmed to vvi and there were no plans for a lead revision.